Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons had 2 in 1 applicator... Couldn't get them out- vagina [foreign body in reproductive tract], hurt to put it (tampon) in- vagina [vulvovaginal pain], tampons had 2 in 1 applicator... Expanded inside of me [device physical property issue] , hurt to put it (tampon) in [complication of device insertion]. Case narrative: consumer reported via email that there were 2 tampons in 1 applicator and she couldn't get them out. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons had 2 in 1 applicator and couldn't get them out- vagina [foreign body in reproductive tract]. Hurt to put it (tampon) in vagina [vulvovaginal pain]. Tampons had 2 in 1 applicator; expanded inside of me [device physical property issue]. Hurt to put it (tampon) in [complication of device insertion]. Case narrative: consumer reported via email that there were 2 tampons in 1 applicator and she couldn't get them out. No serious injury was reported.